Event description:
Unintentional table up motion. Rn stated anesthesiologist was not controlling table at the time and pendant was on the head rail of table. Spoke to anesthesiologist and surgeon about the table malfunction. Both stated the pendant was on the table rail. Anesthesiologist had his back turned to the table. Surgeon noted an up motion activation for about three seconds then the table stopped on its own. Biomed noticed pendant down button requires a hard press beyond it's detent to activate the down function. Biomed not sure if this is related to the table malfunction - i.e. Numerous key commands at one time. Biomed was not able to recreate the unintentional up motion. Biomed contacted (B)(4) to review table and pendant. Table removed from service and under eval by (B)(4).